Manufacturer narrative:
This product has not been returned for analysis. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this right ventricular dislodged three hours after being implanted. Cardiopulmonary resuscitation (CPR) and external pacing was administered. This lead was then reprogrammed to a higher output. This lead was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was explanted due to a product performance issue. No additional adverse patient effects were reported.